Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure before placing the lead in the body, the physician noted a curve of the connector pin. The physician elected not to use and replace the lead. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis confirmed the reported curved connector pin was consistent with that occurring at the time of the surgical procedure, otherwise normal lead function was noted.